Manufacturer narrative:
Updated fields. Manufacturer attempted to follow up, but no further information has yet been received. Since limited information is available, the definitive root cause of the reported event cannot be established. Furthermore, device serial number is unknown, and the device remained implanted in the patient. As such, no further investigation on the device could be performed. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer was informed that a patient received a perceval valve (unknown model and serial #) at an unknown date, went through tavi with medtronic evolut fx valve (size 26). No further information is available at this time.